Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy. Review of the egm revealed intermittent atrial undersensing of fine af. Programming changes were recommended.

Manufacturer narrative:
(B)(4).